Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-55 serial #: (B)(4) description: scs phiii ext 55cm the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection and the ipg was eroding in the skin. Symptom was pus in the pocket site. The patient underwent a revision procedure wherein the ipg and extensions were removed. Antibiotics were prescribed. No device malfunction was suspected and the patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the infection was related to the skin erosion around the ipg.

Event description:
A report was received that the patient had an infection and the ipg was eroding in the skin. Symptom was pus in the pocket site. The patient underwent a revision procedure wherein the ipg and extensions were removed. Antibiotics were prescribed. No device malfunction was suspected and the patient was doing well postoperatively.